Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 5 years ago. The patient was lost to follow-up since implant and showed up at the doctor's office. An ultra sound was done and showed nothing and the patient was sent home. Three days later, the patient presented at the ER of an outside facility. The physician from this facility noted that the patient appears to have a large endoleak and then the patient was transferred to another hospital. The physician attempted another manufacturer's device; however was unable to get the device in because of crossing profile. The procedure was done without a CT because of the emergent nature. It was reported that a 32 mm diameter endurant cuff was implanted at the proximal end of the bifurcated stent graft that had migrated. The stent graft was all the way in the sac and there was a large type 1 endoleak. Then a 36 mm endurant cuff was implanted proximal to that to bring the device up to the aortic neck; however, there was a proximal type 1 endoleak. When they measured the neck it was 34 - 35 mm in diameter and the aaa was 6 cm in diameter. At this time, the decision was made to explant the 2 endurant cuffs, both stent grafts were discarded. A dacron graft was sewn onto the bifurcated stent graft to complete the case. The contralateral limb was left in place and was not involved in any of the intervention. The stent graft migration was attributed to disease progression and dilatation of the aortic neck and the lack of follow-up. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (conversion to surgical repair).